Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini drawer required maintenance. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tse) followed up several times with the customer to receive further information regarding the issue. But tss didn't receive any response from customer and proceeded to close the case. Additional information will be added to the record if and when the information is received.